Manufacturer narrative:
Corrected data: this event was initially included in vmsr filing 2648035-2021-00007. Due to the inclusion of other ancillary details that may appear as causes in the vmsr filing, this event is now being captured as an initial 30 day MDR. This report captures the event for serial number (B)(4). This is report number 7 out of 12 reports that are being submitted as initial individual mdrs. Additional information: date of birth or age at time of event: unknown/not provided. Sex: unknown/not provided. Implant date: if implanted, give date: unknown if the lens was implanted or inserted and removed in the same procedure. Explant date: if explanted, give date: unknown if the lens was implanted, therefore unknown if explanted. Email address: unknown, information not provided. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was returned cut in half, which is consistent with a lens that was handled during explant. Furthermore, fibers were observed on the lens, however this can be attributed to receiving the lens wrapped in gauze and therefore cannot be confirmed to be related to manufacturing. Based on the return condition of the lens and because the lens was returned without/outside a cartridge tip, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no other complaints have been received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was scratched on the surface. There was patient contact. No injuries were reported. No further information was provided.